Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had a broken latch and coil. A field service engineer reinstalled latch assembly and replaced damaged screws to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation 4000 es system had a drawer broken latch and coil. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.